Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was 542 mg/dl at the time of the event. It was reported that the customer may have needed to change his infusion set, which may have caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.